Event description:
The pt experienced a "shocking" at the pocket site, then the implantable neurostimulator (ins) battery totally depleted; a por (power on reset) condition was reported. The ins battery icon on the pt programmer was not on. The ins was replaced. There was reported to be no pt injury. The pt recovered without sequela.

Manufacturer narrative:
(B) (4) - the implantable neurostimulator (ins) has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.